Event description:
During a ptca/stenting treatment procedure, the pt2 moderate support 185 cm guidewire fractured. A dissection of the proximal lad also occurred, but was unrelated to the wire fracture. The physician used a guidant introducer sheath for vascular access. During insertion of a 7f cordis xb3.5 guide catheter, a dissection of the aortic root occurred. The physician subsequently exchanged the guide catheter to a 7f cordis jl4. The subject pt2 moderate support 185 cm guidewire was inserted into the obtuse marginal branch (om) coronary artery. Another pt2 moderate support guidewire was used to access the moderately calcified, cto lesion at the mildly tortuous distal portion of the left circumflex (lcx) coronary artery. The subject pt2 guidewire at the om1 was found to be broken at approx 15 mm from the distal tip. The physician decided to proceed with the pci of the left anterior descendind (lad) coronary artery, and withdrew the proximal portion of the broken pt2 guidewire from the om. The pt2 in the lcx was also withdrawn and redirected into the 1st diagonal (d1) coronary artery for protection. The pc1 intervention in the lad was successfully completed with 2 taxus liberte stents to the proximal lad. Subsequently, the physician discovered that the proximal lad was dissected. After withdrawing the broken portion of the guidewire from the om with a microsnare, he successfully stented the distal left main with a taxus express2 stent. Patient status is reported as 'good'.

Event description:
Lot number updated to refect lot number provided on the international complaint form. Unit received inside the protective hoop, a small fragment of the distal of approx 1.5 cm was also returned. Fracture occurred at approx 35.8 cm from the distal end of the inconel connector. No other defects were noticed to the unit. Both sides of the fracture were sent to the analytical lab to determine the fracture mode: " both fractures exhibited evidence of fatigue in a tensile overload direction." These results were reviewed by a qea with materialography expertise" "this nitinol fatique fracture, located in the stamped region, initiated at the bottom left quadrant of the sem orientation image. The fatique crack propagated diagonally until 21% of the cross-sectional area was compromised. Final, quick fracture occurred as a result of a tensile force calculated as 1.06lb., which is more than twice the specified force of break for this product. It was concluded that the device fractured when exposed to a force that exceeded product specifications. No evidence of material defects was detected." The customer 's complaint was confirmed: no evidence of material defects was detected. The failure is attributed to the method of use based on the evidence which suggests that the device was exposed to a force that exceeded product specification. Lot not involed in other complaint. Lot has not anomalies related to the complaint. Lot met all specifications relevant to the complaint upon lot release. Corrective actions have been implemented to eliminate and mitigate against a recurrence of this event.